Event description:
It was reported to boston scientific corporation in 2008 that radial jaw 3 single-use biopsy forceps were planned for use during an esophagogastroduodenoscopy (egd) the same day (patient age, gender and weight unknown). According to the complainant, it was discovered during procedure that the needle was bent out of the package. The procedure was successfully completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.